Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: too far up tube") and pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. A47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2013, polycystic ovarian syndrome, amenorrhea and frequency urinary. Concomitant products included citalopram since 2013 and terconazole (terazol) from 2012 to 2013. From 2012 until 2013, the patient received zofran at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain located in right lower quadrant of abdomen and radiated to right leg, right lower quadrant pain") and suprapubic pain ("suprapubic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("bloating"), the first episode of alopecia ("alopecia"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the second episode of alopecia ("hair loss") and pain in extremity ("right leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, fatigue, abdominal distension, depression, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased, the last episode of alopecia, suprapubic pain and pain in extremity outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, suprapubic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information added. Essure insertion date updated to (B)(6) 2013 and removal date updated to (B)(6) 2014. Lot number (a47948) added. Events malposition of essure device location of device: too far up tube, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal discharge, weight gain, hair loss, pain located in right lower quadrant of abdomen and radiated to right leg, right lower quadrant pain), suprapubic pain and right leg pain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: too far up tube") and pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. A47948) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety since 2013, polycystic ovarian syndrome, amenorrhea and frequency urinary. Concomitant products included citalopram since 2013 and terconazole (terazol) from 2012 to 2013. From 2012 until 2013, the patient received zofran at an unspecified dose and frequency. On (B)(6)2013, the patient had essure inserted. In june 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain located in right lower quadrant of abdomen and radiated to right leg, right lower quadrant pain") and suprapubic pain ("suprapubic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("bloating"), the first episode of alopecia ("alopecia"), depression ("depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), the second episode of alopecia ("hair loss") and pain in extremity ("right leg pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2014. At the time of the report, the device dislocation, fatigue, abdominal distension, depression, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased, the last episode of alopecia, suprapubic pain and pain in extremity outcome was unknown and the pelvic pain, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal distension, abdominal pain lower, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pain in extremity, pelvic pain, suprapubic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: too far up tube') and pelvic pain ('pelvic pain, pain') in a 28-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included anxiety since 2013, polycystic ovarian syndrome, amenorrhea and frequency urinary. Concomitant products included citalopram since 2013, norethisterone (mini-pill), ondansetron (zofran) from 2012 to 2013 and terconazole (terazol) from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain located in right lower quadrant of abdomen and radiated to right leg, right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("alopecia"), depression ("depression"), hair loss ("hair loss"), pain in extremity ("right leg pain") and migraine ("migraine/headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, suprapubic pain, menorrhagia, abdominal distension, vaginal discharge, fatigue, alopecia, depression, weight increased, hair loss, pain in extremity and migraine outcome was unknown and the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, suprapubic pain, vaginal discharge, vaginal haemorrhage, weight increased and hair loss to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- migraine headache, she did not undergo essure confirmation test. Reporter information, events onset date were added. Follow up 3 and 4 processed together. On (B)(6) 2019: plaintiff fact sheet received. Concomitant drug was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('bilateral tubal segments with essure fragments'), device dislocation ('malposition of essure device location of device: too far up tube') and pelvic pain ('pelvic pain, pain') in a 28-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy test urine negative, nabothian cyst and endometriosis. Previously administered products included for an unreported indication: ibuprofen, xanax and toradol. Concurrent conditions included anxiety since 2013, polycystic ovarian syndrome, amenorrhea, frequency urinary and genital bleeding. Concomitant products included citalopram since 2013, norethisterone (mini-pill), ondansetron (zofran) from 2012 to 2013 and terconazole (terazol) from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain located in right lower quadrant of abdomen and radiated to right leg, right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("alopecia"), depression ("depression"), hair loss ("hair loss"), pain in extremity ("right leg pain") and migraine ("migraine/headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, suprapubic pain, heavy menstrual bleeding, abdominal distension, vaginal discharge, fatigue, alopecia, depression, weight increased, hair loss, pain in extremity and migraine outcome was unknown and the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, suprapubic pain, vaginal discharge, vaginal haemorrhage, weight increased and hair loss to be related to essure. The reporter commented: the number of expended coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity wall 4. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain, heavy menstrual bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('bilateral tubal segments with essure fragments'), device dislocation ('malposition of essure device location of device: too far up tube') and pelvic pain ('pelvic pain, pain') in a 28-year-old female patient who had essure (batch no. A47948) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pregnancy test urine negative, nabothian cyst and endometriosis. Previously administered products included for an unreported indication: ibuprofen, xanax and toradol. Concurrent conditions included anxiety since 2013, polycystic ovarian syndrome, amenorrhea, frequency urinary and genital bleeding. Concomitant products included citalopram since 2013, norethisterone (mini-pill), ondansetron (zofran) from 2012 to 2013 and terconazole (terazol) from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain located in right lower quadrant of abdomen and radiated to right leg, right lower quadrant pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and suprapubic pain ("suprapubic pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("alopecia"), depression ("depression"), hair loss ("hair loss"), pain in extremity ("right leg pain") and migraine ("migraine/headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, suprapubic pain, heavy menstrual bleeding, abdominal distension, vaginal discharge, fatigue, alopecia, depression, weight increased, hair loss, pain in extremity and migraine outcome was unknown and the pelvic pain, abdominal pain lower and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, depression, device breakage, device dislocation, dysmenorrhoea, fatigue, heavy menstrual bleeding, migraine, pain in extremity, pelvic pain, suprapubic pain, vaginal discharge, vaginal haemorrhage, weight increased and hair loss to be related to essure. The reporter commented: the number of expended coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity wall 4. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device breakage, pelvic pain, heavy menstrual bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporter information, medical history, event "bilateral tubal segments with essure fragments" and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("alopecia") and depression ("depression"). The patient was treated with surgery (underwent a surgical removal of the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, abdominal distension, alopecia and depression outcome was unknown. The reporter considered abdominal distension, alopecia, depression, fatigue and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.